Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2012; 419488 lead, implanted: (B)(6) 2007; 507645 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient suffered a fall, after which a hematoma developed over the pocket of the device. Bleeding from a pocket corner was noted. Subsequent physician inspection found that the device was exposed. While a device check did not reveal any issues, and there were no allegations against lead performance, the device and associated leads were removed and replaced at the physician's discretion. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.